Event description:
Patient presented to the physician with lack of efficacy and health issues requiring MRI and requested removal of the device. At the time of the surgery, (B)(6) 2023, the sensor tip was found to have separated from the lead body and to have migrated after separation. The physician determined that retrieving the sensor would expose the patient to greater risk and decided to leave the sensor behind in the patient. The revision surgery restored therapy and the issue is now resolved.